Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the report of separation of the distal end bend relief was confirmed based on the onsite evaluation by an abbott clinical specialist; however, a specific cause for this event could not be conclusively determined through this evaluation. The account reported that the silicone on the distal end of the driveline was separating from the metal connector. The patient was not symptomatic and no alarms or pump stops were reported. No equipment was exchanged. A clamshell repair was performed by an abbott clinical specialist on (B)(6) 2019 according to hm ii perc lead field repair kit instructions. It was noted that all tests passed, and the patient was sent home. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that silicone separated from metal connector on distal end of driveline. A clamshell repair was performed on (B)(6) 2019. Patient was discharged to home. No more information was provided.